Event description:
A 2.0 mm x 10 mm sprinter legend rx dilatation balloon catheter was used to pre-dilate an unk lesion. The lesion morphology was reported to be moderately tortuous with severe calcification and 90% stenosis. It was reported that the balloon was advanced to the intended lesion site and successfully pre-dilated the lesion. Upon removal of the balloon catheter, the physician experienced resistance and difficulties. A dissection occurred while pulling the device back. The physician stated that this was not a device related event. A second sprinter legend rx 1.25 x 10 was inserted for successful pre-dilatation, and upon removal, he experienced resistance and a dissection occurred in the left main. (MFR report # 2953200-2008-00128). The dissection was treated with 3 endeavor resolute drug-eluting stents. No clinical sequelae were reported and the pt is reported to be fine. Please note that this device (lot number 0000653703) is distributed outside the united states; however, it is similar to the united states distributed product.